Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Hemostatic valve. The hemostatic valve was not leak proof anymore. As soon as we used contrast agent to see the pulmonary veins the contrast agent came out of the hemostatic valve of the vizigo sheet. The sheet was not visually broken, it was just contrast agent coming out. The sheath was changed, so no consequences for the patient. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the vizigo sheath was in normal conditions. A functional test was performed: a sample catheter was introduced into the sheath and no anomalies were observed during the test. Also, the sheath was connected to the cool flow pump from the sideport and the catheter was irrigating correctly. No irrigation/leakage issues were observed. DHR review: a device history record evaluation was performed for the finished device 00001611 number, and no internal actions related to the reported complaint condition were identified. Although no issue was observed, there are some precautions on inserting the dilator into the vizigo sheath according to the odp (optimal performance guide): ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. The event described could not be confirmed as the as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Hemostatic valve. The hemostatic valve was not leak proof anymore. As soon as we used contrast agent to see the pulmonary veins the contrast agent came out of the hemostatic valve of the vizigo sheet. The sheet was not visually broken, it was just contrast agent coming out. The sheath was changed, so no consequences for the patient. The hemostatic valve was not leak proof anymore. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Hemostatic valve separation is MDR-reportable.